Event description:
The pt reported "having had problems with the pump for some time." The pt contacted the MFR requesting info regarding turning the pump off without having it removed. The pt reports having had diagnostic testing done and being on a lot of oral medications. No specific symptoms were reported. The pt was going to follow up with the hcp. Add'l info has been requested from the hcp, but was not available on the date of this report.